Event description:
Perforation of bile duct: biliary perforation. Resolved, (patient recovered/stabilised). Cc form received 26-aug-22: MDR 2098: perforation of bile duct. The exact location of the perforation was not provided. Site noted a possible relationship to the study device and study procedure, however when asked to describe the relationship the site noted, ¿no information¿. The site indicated that the event did not occur due to a device deficiency. Patient outcome: no treatment, event resulted in death.

Manufacturer narrative:
510 k - k182980. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists perforation as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to the procedure. As per medical advisor input ¿perforation is a known complication associated with percutaneous drainage procedure and/or stent placement¿. It should also be noted that the IFU lists perforation as a potential adverse event. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, 01 patient died during follow-up. As per medical advisor input ¿I don¿t see a direct link between biliary perforation and death in either version of the report. Based on the limited information i.e., no information and the site indication of that the event did not occur due to a device deficiency, I would reckon this patient outcome have not been caused or contributed by the study stent¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 15-dec-2022.

Manufacturer narrative:
510 k - k182980 investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental MDR being submitted due to updates in pmcf report received on 25-aug-2022, e code updated and description of event updated below: perforation of bile duct: biliary perforation. Resolved, (patient recovered/stabilised) updated pmcf report received 25-aug-22: perforation of the bile duct: (meddra coded as gallbladder rupture) affecting one patient. Cc form received 26-aug-22: MDR 2098: perforation of bile duct. The exact location of the perforation was not provided. Site noted a possible relationship to the study device and study procedure, however when asked to describe the relationship the site noted, ¿no information¿. The site indicated that the event did not occur due to a device deficiency. Patient outcome: no treatment, event resulted in death.